Manufacturer narrative:
Patient code of no code available selected to capture patient hospitalized with medical treatment with no further sequelae. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Driveline cleaning scheduled and performed by manufacturer with reported controller exchange. Labeling and risk management review results: the instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Device remains implanted.

Manufacturer narrative:
Additional information received from the site states that the patient was very fragile going into surgery and had "very high pvr". It was further stated that it was recommended that the patient pursue lung transplant along with heart, but the patient refused and wanted the vad only. It was also stated that the respiratory event was not device related but it was also said that they can't say with 100% certainty that its procedure related. It was said that the patient was currently still in the ICU and working with physical and occupational therapy on a daily basis. Patient was said to tolerate trach collar well and plans for discharge to "ltac" soon for rehab and trach weaning. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause was due to respiratory failure that was not device related but could possibly be procedure related. Other causes could have been attributed by clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient returned to the implant center on (B)(6) 2015 due to electrical fault alarms. A cleaning procedure of the lvad driveline and controller connectors was performed per manufacturer's procedure on (B)(6) 2015. Cloudiness was observed on the blue and yellow wires half way down the driveline from the exit site. The material seemed to be crystallized. The connecter body had a gelatinous material noted upon removal of boot. The white wire also had some cloudiness. No electrical faults were reproducible upon manipulation of the driveline or the patient pack. The patient was moved to the ICU; intravenous milrinone was started with epinepherine on standby. The cleaning was performed per the manufacturer's procedure. Two rounds of cleaning were completed with pump-off time approximately one minute for each cleaning. Brown dried up material was found on the driveline connector and two blackened pins were noted. No substance was noted on the controller connector. The patient tolerated the pump off-time well. It was reported that the controller was exchanged for another controller. No electrical faults were replicated upon manipulation of the driveline or patient pack after the cleaning.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.